Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reload was connected to powered stapler and the connection was completed without any problem. However, during the first firing in a thoraco/lobectomy procedure, when the surgeon attempted to fire the device to perform the middle lobe's interlobar treatment, it did not advance even the firing button was pressed. The jaws of cartridge were able to be opened normally. A new cartridge was attached, and the device was able to be used without any problems, the operation was continued. The status of the patient was reported as no problem.